Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, clamp tubing" alarm while infusing fluorouracil. There was no air in the line. The cassette was removed ad and a couple of small bubbles were observed in the tubing that extends across the tip of the cassette. The bubbles were removed, the cassette was re-attached, the pump was started and the alarm re-occurred. Troubleshooting was re-attempted, but the alarm reoccurred. The patient was instructed to call a doctor. There was no patient injury.

Event description:
It was reported that the alarm showed no disposable pump won't run. No patient injury was reported.